Manufacturer narrative:
Follow-up #1: date of submission 09/09/2015. Device evaluation: the pump has been returned and evaluated by product analysis on 08/19/2015 with the following findings: during investigation, a visual inspection of the pump showed scratches on the display lens. There was no evidence of moisture observed in the battery compartment. A leak test was performed and a leak was found at a crack in the top right corner of the screen between the display lens and pump seal. The pump opened and no moisture was inside the pump. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (damaged w/ moisture) issue. The reporter indicated that the display was scratched. It was noted that there was moisture corrosion visible in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.